Event description:
Lead extraction procedure performed due to ventricular lead fracture. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device and leads were subjected to an extensive analysis. Edora 8 dr-t - sn (B)(6) upon receipt, the pacemaker was interrogated and the memory content was analyzed, indicating no anomalies. The battery status was found to be ok. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. Solia jt 53 - sn (B)(6) upon receipt, the lead was returned for analysis. The lead was found cut approximately 8.5 cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. Additionally, several cuts into the insulation were found approximately 29 cm proximal to the lead tip, these cuts probably occurred during the surgery. Blood penetrated the lead. A ligature mark was found approximately 30 cm proximal to the lead tip. The suture sleeve was found damaged due to mechanical forces. The inspection and provided connector picture showed that the lead was found damaged approximately 1.5 cm distal to the is-1 connector pin. Furthermore, the distal lead tip was found damaged and the inner coil stretched. During the root cause analysis all surfaces of the lead including the gluing steps of the damaged areas were thoroughly investigated and did not show any sign of material or manufacturing problem. All manufacturing steps proved to be as specified. Based on the characteristics of the mentioned damages and root cause analysis it is reasonable to assume that the damages resulted from tensile forces applied during the extraction procedure. Solia s 60 - sn (B)(6) the lead was not received for inspection. Solia s 60 - sn (B)(6) the lead was not received for inspection. The quality documents accompanying the manufacturing processes for the device and leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device and leads functions to be as specified. In conclusion, the analysis of the device and leads did not reveal any sign of a material or manufacturing problem.